Event description:
It was reported that during a procedure the laser system displayed errors indicative of a system malfunction. The customer was unable to clear the errors and the system was unable to be utilized. However the customer proceeded with the procedure by using a different method. There was no report of a pt injury.

Manufacturer narrative:
Initial reporter indicated that the facility had recently obtained the services of a third party who had performed preventive maintenance on this laser prior to this event. Users report received on (B)(6), 2012.